Event description:
Healthcare professional reported a left side deflation and patient concern with the product. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified one curved opening, broken of plug strap and green particles in device outer surface. Leak test and microscopic analysis was performed which identified one sharp opening and broken sharp of plug strap. A dimension measurement in the shell was performed which identify the thickness within specification. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is one sharp opening in the side posterior assessed as unidentified (tear) opening and a broken sharp of plug strap assessed as unidentified (tear) opening.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation and anxiety-product/procedure.

Event description:
Healthcare professional reported a left side deflation and patient concern with the product. Device has been explanted and replaced.